Event description:
The customer's nurse called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was 103 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.